Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit battery not charging. No harm or injury was reported.

Event description:
It was reported before use, that the cs300 intra-aortic balloon pump (iabp) unit battery was not charging. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site email), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: b5, b6, b7, d10, h6(health effect ¿ impact codes) a getinge field service engineer (fse) evaluated the unit and replaced safety disk due to hours. The battery run time test failed so the fse replaced the main batteries. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.